Event description:
A us distributor reported that a patient's electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing causing the belt to not be able to communicate with a monitor. Additionally, the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging all wires. The root cause for the missing trunk cable connector and strain relief was physical abuse. No adverse event resulted from the damaged belt.